Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the staff had possible helium loss alarms, at some point the intra-aortic balloon pump (iabp) was swapped out prior to the call. The doctor then opted to remove the iab and insert a "standard" no fiber optic catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2021-00008 (B)(4) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2021-00008 (tc 1900082039) as the report is related to the same patient.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the staff had possible helium loss alarms, at some point the intra-aortic balloon pump (iabp) was swapped out prior to the call. The doctor then opted to remove the iab and insert a "standard" no fiber optic catheter. There was no report of patient complications, serious injury or death.